Event description:
Reference number (B)(4) event occurred in united states it was reported that the patient experienced an event where the patient forgot to remove the needle guard prior to insertion on (B)(6) 2025. Patient confirmed there was no pain upon insertion or during use. Elevated blood glucose (not above 500 mg/dl) caused to remove the set and notice the issue. The infusion set was in use for 1-2 hours. No further information available.

Manufacturer narrative:
Initial and final (B)(4) since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.